Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor probe was stuck inside their skin. The customer reported that this was the second sensor from the same lot with which this had occurred. Blood glucose level at the time of the incident was not provided. The customer was advised to contact their doctor and return broken sensors is the future. The sensor was not replaced or returned for analysis.